Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient had her total knee replacement back in (B)(6) 2005. Twenty one days later, she had a revision because of a (B)(6). After the revision she had on (B)(6) 2005, she is constantly in pain and can hardly move. Her knee rattles and it bows backwards. She has a screw below her knee and her skin is very tender. Patient wants to know if her knee parts were contaminated back in 2004.